Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. 624843, 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity, hypertension, loop electrosurgical excision procedure, laparoscopy, d & c, breast lump, cholecystectomy and appendectomy. Concurrent conditions included uterine fibroid and ovarian cyst. Concomitant products included listerol and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / pain"), abdominal pain lower ("cramping /lower abdominal pain"), abdominal distension ("bloating"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (plaintiff had surgery to remove essure device, robotic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, anaemia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2013, surgical pathology report, final diagnosis: uterus, cervix, and left ovarian cyst; superficial adenomyosis; disordered proliferative phase endometrium; endocervical squamous metaplasia; ovarian simple, serous cyst; intrauterine device. Gross description: a metallic coil contraceptive device was present measuring 1 cm in length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization and removal date (B)(6) 2013 was added. Essure start date updated from (B)(6) 2007 to (B)(6) 2008. Events vaginal haemorrhage, menorrhagia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity, hypertension, loop electrosurgical excision procedure, laparoscopy, d & c, breast lump, cholecystectomy and appendectomy. Concurrent conditions included uterine fibroid and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) and other cholesterol and triglyceride reducers. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / pain"), abdominal pain lower ("cramping /lower abdominal pain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (plantiff had surgery to remove essure device, robotic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, haemorrhagic anaemia, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, haemorrhagic anaemia, menorrhagia, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2013, surgical pathology report, final diagnosis: uterus, cervix, and left ovarian cyst; superficial adenomyosis; disordered proliferative phase endometrium; endocervical squamous metaplasia; ovarian simple, serous cyst; intrauterine device. Gross description: a metallic coil contraceptive device was present measuring 1 cm in length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc and the event anemia was recoded to hemorrhagic anemia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections"), haemorrhagic anaemia ("anemia"), genital haemorrhage ("heavy prolonged bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity, hypertension, loop electrosurgical excision procedure, laparoscopy, d & c, breast lump, cholecystectomy, appendectomy and arthritis. Previously administered products included for an unreported indication: depo provera from 1999 to 2008. Concurrent conditions included uterine fibroid and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) and other cholesterol and triglyceride reducers. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / pain"), abdominal pain lower ("cramping /lower abdominal pain"), abdominal distension ("bloating"), ovarian cyst ("left ovarian cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (plantiff had surgery to remove essure device, robotic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic infection, haemorrhagic anaemia, genital haemorrhage, uterine haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, vaginal haemorrhage, menorrhagia, ovarian cyst and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage, haemorrhagic anaemia, menorrhagia, ovarian cyst, pelvic infection, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion (B)(6) 2013, surgical pathology report, final diagnosis: uterus, cervix, and left ovarian cyst; superficial adenomyosis; disordered proliferative phase endometrium; endocervical squamous metaplasia; ovarian simple, serous cyst; intrauterine device. Gross description: a metallic coil contraceptive device was present measuring 1 cm in length. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received - new event ''left ovarian cyst, abdominal pain, abnormal uterine bleeding' were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / pain"), abdominal pain lower ("cramping /lower abdominal pain"), abdominal distension ("bloating") and anaemia ("anemia"). The patient was treated with surgery (plaintiff had surgery to remove essure device). Essure (ess205) was removed in 2011. At the time of the report, the pelvic infection, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, genital haemorrhage, pelvic infection and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review the event "pelvic infection" had the incident category and seriousness criteria upgraded, while "chronic pelvic pain/pain" incident category and seriousness criteria was downgraded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping /lower abdominal pain"), abdominal distension ("bloating"), pelvic infection ("pelvic infections") and anaemia ("anemia"). The patient was treated with surgery (plantiff had surgery to remove essure device). Essure (ess205) was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, pelvic infection and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, genital haemorrhage, pelvic infection and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.